Manufacturer narrative:
In addition to the customer reporting multiple discrepant magnesium results on the architect c8000, serial number (B)(4), the customer also reported the module generating error codes 5015 [reagent 1 pipettor movement restricted at (x)] and 0550 [cuvette washing not completed, hardware failure or user pressed stop. Promptly perform the wash cuvettes procedure.]. During the subsequent site visit, the abbott field service engineer replaced, cleaned, adjusted, and calibrated multiple parts, however, replacement of the washer, cuvette (rohs) part number 7-93254-03 resolved the issue. The architect c8000, serial number (B)(4) was verified to be performing correctly by performing a successful control run. Return testing was not completed as returns were not available. A review of the instrument service history revealed no additional erratic or discrepant results reported after replacement of the washer, cuvette (rohs). A review of complaints for the architect c8000 instruments revealed no systemic issues or trends associated with the issue described in this complaint. A 12-month review of complaints found no other complaints for the washer, cuvette and no trends were identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c8000, serial number (B)(4), or the washer, cuvette (rohs) part number 7-93254-03.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: multiple = sid (B)(6); sid (B)(6); sid (B)(6); sid (B)(6); sid (B)(6); sid (B)(6); sid (B)(6); and sid (B)(6). There is no further patient information provided by the customer.

Event description:
The customer reported discrepant magnesium (mg) results generated on the architect analyzer for 8 patients. The results provided were: sid (B)(6) initial = 2.5 / 1.2 mg/dl (normal range 1.6-2.6 mg/dl); sid (B)(6) = 2.1 / 1.2; sid (B)(6) = 2.9 / 1.3; sid (B)(6) = 1.3 / 1.9; sid (B)(6) = 1.3 / 1.8; sid (B)(6) = 1.3 / 1.6; sid (B)(6) = 2.5 / 1.2; sid (B)(6) = 1.9 / 1.3mg/dl. There was no reported impact to patient management.